Event description:
The customer obtained higher than expected results on a single level of vitros total thyroid control fluid and a single patient sample using vitros immunodiagnostic products tsh reagent on a vitros eci system. The tsh result recovered from the total thyroid control (0.110 miu/l) was higher than expected when compared to the target mean (0.065 miu/l). In addition, a patient sample processed using the current lot of tsh reagent was higher than expected (0.798 miu/l) when compared to the previous lot of tsh reagent in use (0.597 miu/l). Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected vitros tsh results were obtained from a single level of vitros total thyroid control fluid and a single patient sample using vitros tsh reagent. Investigation was unable to determine a definitive cause. However, tsh reagent lot 2920 cannot be ruled out as a contributing factor. Acceptable performance was obtained using a different lot of vitros tsh reagent. No erroneous patient sample results were reported from the laboratory, and there was no allegation of patient harm.